Manufacturer narrative:
This report is being filed to provide additional information in sex, weight, describe event or problem, relevant tests/lab data, evaluation codes and additional MFR narrative. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Review of the rdf and associated interface images for this procedure confirmed the presence of clumping in the connector starting approximately 150 minutes into the procedure. The clumping persisted and worsened approximately 45 minutes later, at 195 minutes elapsed run time. These signals suggest that the clumping and clotting experienced during this procedure were likely related to the patient¿s individual blood physiology and inadequate anticoagulation of the extracorporeal circuit. The signals in the rdf indicate that the ac fluid detector was functioning as intended, as the sensor saw fluid in the ac line during ac prime, at the beginning of the procedure, and throughout the run. There were no alarms during ac prime to suggest an occlusion was present in the ac line at the start of the procedure. Investigation is in process. A follow-up report will be provided.

Event description:
Due to EU personal data protection laws, the patient information is not available from the customer. Patient's gender and weight were obtained from the run files.

Manufacturer narrative:
Investigation: the customer returned the loop and channel assembly of a used optia set for investigation. Two units of terumo bct acd-a lot 15036001 were returned - no defects were identified. Visual inspection of the returned component confirmed the appearance of a large clot formation in the channel connector. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that approximately 3 hours into a collection procedure, they received several alarms. The operator made adjustments to the settings to the preferred collection ratio, reduced the patient (donor) hematocrit, replaced the anti-coagulant (acda) solution bag, and the procedure was continued. Approximately half an hour later, they received several return line alarms. While the operator was checking the collection set, she observed clots through out the set and in the return line and product bag. Patient (donor) information and outcome are not available at this time. Terumo bct is awaiting on the return of the collection set for evaluation.

Manufacturer narrative:
This report is being filed to provide additional information in describe event or problem, evaluation codes and additional MFR narrative. Root cause: a definitive root cause of the clumping in the disposable could not be determined. From the procedural review, possible root cause appears to be, but is not limited to, the patient's individual blood physiology in combination with non-optimal management of anticoagulation. The inadequate delivery of anticoagulant may also have been exacerbated by improper breakage of the frangible. Upon review of the procedure record and photographic inspection, it confirmed the presence of clumping in the connector starting approximately 150 minutes into the procedure (as calculated from the time the ¿start¿ button was pressed). The clumping persisted and worsened approximately 45 minutes later, at 195 minutes elapsed run time. The first ¿red cells were detected too soon¿ alarm was generated at 201 minutes elapsed time, at which point the customer indicated they changed the anticoagulent (ac) bag. The clumping continued to worsen and ultimately resulted in several ¿return pressure was too high¿ alarms and an ¿air was detected in the return line¿ alarm. These signals suggest that the clumping and clotting experienced during this procedure were likely related to the patient¿s individual blood physiology and inadequate anticoagulation of the extracorporeal circuit. The inlet:ac ratio was set to 12 at the beginning of the procedure and not decreased to 8 until 241 minutes into the procedure and approximately 90 minutes after the first signs of clumping appeared. The signals in the rdf indicate that the ac fluid detector was functioning as intended,as the sensor saw fluid in the ac line during ac prime, at the beginning of the procedure, and throughout the run. Furthermore, during ac prime, the system uses the inlet pressure sensor to verify that the ac line is not initially occluded. There were no alarms during ac prime to suggest an occlusion was present in the ac line at the start of the procedure.

Event description:
During customer follow-up, the customer stated that there were no consequences to the donor that were related to the possibility of returned clots.